Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance out of range. The impedance came back to normal limits. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the device was explanted and replaced due to therapy upgrade after 10 years in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock lead impedance out of range. The impedance came back to normal limits. The device remains in service. No adverse patient effects were reported.